Event description:
It was reported that during a pci/stenting treatment procedure, the maverick2 monorail 30x2.0 mm balloon ruptured at a `low pressure.' The lesion being treated was a 99% stenotic lesion in the first diagonal branch of the left anterior descending cornary artery. The physician used a mach1 cmp3.25 guide catheter and a runthrough guide wire to cross the lesion. The maverick2 monorail balloon was removed and a cypher stent was placed to complete the procedure. No patient injuries or complications were reported. Pt status is reported as `good.'